Manufacturer narrative:
(B)(4). The ultra 360 positioning system was returned for evaluation: the reported complaint was confirmed from the visual evaluation of the returned product. The handle of the device were out of adjustment.. The shock cushion and other parts were worn out. The observed condition is likely caused by wear and tear / improperly handling of the device. The definite root cause cannot be reliably determined. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that an a2009 ultra 360 patient positioning system was not locking at the first joint from the table attachment. There was no known patient involvement or surgery delay.